Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The unit was burned in for more than four hours without issues. The unit passed all functional and leak tests; no problem was found. The device was returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no problem was found during evaluation, it is likely the following are possible causes: communication between the processor and the camera head became impossible due to contact failure caused by disconnection of the cable; a strong impact was applied to the camera head, the camera head failed, and communication between the processor and the camera head became impossible; communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, and foreign matter adhesion; communication between the processor and the camera head became impossible due to short-circuit or corrosion caused by flooding. Regarding the cable damage, the following is included in the instruction for use which can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient injury was reported. No additional information has been obtained.